Event description:
It was initially reported that the device audio was extremely low. There was no pt use associated with the reported failure. Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system controller pcb and memory pcb assemblies at the failure analysis center and observed an intermittent lock-up and reset failure.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the removed system and memory pcb assemblies and determined the cause of the reported failure to be due to a connection issue between the two pcb assemblies.